Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices.

Event description:
It was reported that on (B)(6) 2010, the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. She was implanted with rhbmp-2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage, in the posterolateral elements and gutters. The patient's post-operative period has been marked by a period of improvement, followed by increasingly severe and chronic low back pain radiating down to her buttocks and legs, electrical shock sensations her upper legs and buttocks, difficulty walking with dragging of her right foot, inability to stand or sit for extended periods of time, inability to drive, and occasional use of a cane to assist with ambulation. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 the patient was pre-operatively diagnosed with 1. Lumbar spondylosis with instability, l4-5, l5-s1 2. Spinal stenosis and spondylosis with disk herniation l4-5, l5-s1 and underwent following procedures: 1. L4-5, l5-s1 laminectomy, facetectomy, foraminotomy (bilateral). 2. Posterior spinal fusion of bone morphogenic protein and mosaic, l4-s1. 3. Spinal instrumentation with expedium instrumentation l4-s1. As per the op notes post thorough decompression, the posterior lateral elements were decorticated with a high speed drill. Bone morphogenic protein and mosaic were packed in the posterior lateral elements, 6 x 40 mm expedium screws were placed in the pedicles of l4-5 and s1. Appropriate size rod was bent tightened down and locked in with washers and torque device. Bone morphogenic protein was packed in the posterior lateral gutters. Floseal was placed over the exposed dura. Epidural catheter was threaded proximally. There were no apparent patient complications.¿